Event description:
On (B)(6) 2012, an emergency room physician reported that the vns patient has been experiencing bradycardia. The physician stated that there was no other possible cause for the bradycardia except for vns. The neurologist's nurse later reported on may 22, 2012 that they were not aware of the patient's bradycardia. They stated that the patient had not been seen by them since (B)(6) 2011 and they had not been notified of the bradycardia. No further information was provided concerning the bradycardia. The patient has been implanted since 2004 and there have been no reports of bradycardia until now.